Event description:
It is reported that the patient was revised due to lag screw cutout.

Manufacturer narrative:
Evaluation summary: migration or cutout is known to occur if the lag screw is no properly positioned during the time of surgery. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.